Event description:
A report from the user facility reported, "treatment for left eye full thickness macular hole". Prior to surgery, on (B)(6), 2011, the pt's visual acuity (va) was 6.12. The report indicated that "on (B)(6), 2011, the pt underwent vitrectomy due to a posterior capsular tear and dislocated nucleus. The surgeon had to use "extreme pressure" to insert the 23g trocar into the left eye resulting in compression of the eye. It was reported that once the blade entered the eye, a posterior capsular tear occurred due to the distortion of the globe. The surgeon stated he was "just able to visualize enough to complete the vitrectomy, internal limiting membrane peel and instill sf6 gas." On (B)(6), the pt presented with phacolytic glaucoma with a dense white cataract and high intraocular pressure (54mmhg). The pt was subsequently admitted to the hospital. The pt rec'd diamox intravenously (IV), MFR and frequency not reported. An attempt for left cataract extraction with implant was made on (B)(6) under general anesthesia. The same pars plana infusion technique was used during the initial procedure on (B)(6), that the surgeon utilized to enhance the (B)(6) surgical procedure. On (B)(6), 2011, it was noted that the macular hole was closed with visual acuity of 6/18. Intraocular pressure was 14 and the retina was flat. Add'l prophylactic laser to the posterior border of the vitreous base is planned for (B)(6) 2011.

Manufacturer narrative:
Add'l info for clarification has been requested but had not been rec'd.